Event description:
Information received by medtronic indicated that the pump had blank display. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged blank display found on (B)(6) 2022 and was hospitalized due to ankle issues on (B)(6) 2022. However, customer also returned insulin pump for an alleged was hospitalized for high blood glucoses and diabetic ketoacidosis found on (B)(6) 2022. The insulin pump powered up properly after battery installation. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The insulin pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts were noted during testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2022. However, low battery alert was recorded and found in the formatted history file on: 06/08/2022 07:16:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 16:47:00.000 (B)(6) 2022 16:57:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:58:31.000 (B)(6) 2022 17:08:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:10:04.000 (B)(6) 2022 17:10:14.000. Upon checking on the power data/detail trace file, low battery alert, replace battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. Power loss alarm was expected since the battery was removed for more than 10 minutes. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board 1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a serial number label fading. Blank display was not confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucoses and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.